Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. Corrected: d4. No product was returned or pictures provided; a product evaluation could not be performed. Head: a review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Cup: a review of the device manufacturing records could not be performed due to missing lot number. Head: review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Cup: a review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided, but legal documentation was received and reviewed. The patient underwent hip replacement surgery on her right side. The procedure involved zimmer duram metasul prosthetic components. Starting 5 years post implantation, she began experiencing severe pain and swelling in her right leg, which led to numerous medical examinations and specialist treatments. These investigations revealed metallosis caused by the release of metal ions (cobalt and chromium). As a result, she underwent a second surgery 15 years post implantation, to replace the prosthesis and remove part of the pelvic bone. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: unknown 52mm cupr, #item unknown, #lot unknown. Therapy date: (B)(6) 2024. G2: foreign report source: italy. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 15 years post-implantation due to elevated metal ion level, pain and enlargement of the right leg. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d10, g3, g6, h2, h6, h10, h11. D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 52/ã¸ 46, code l item # 0100214052, lot# 2479196. Metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20 item # 0100185145, lot # 2469200. Wagner cone prosthesisâ®, 125â°, uncemented, ã¸ 19, taper 12/14 item # 0100561219, lot # 2510008.

Event description:
It was reported from legal that an initial right total hip arthroplasty was performed. Subsequently, approximately 15 years post implantation, the patient was revised due to pain, swelling, elevated metal ion levels, and metallosis. Diligence is completed and no further information on the reported vent has been provided.